Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hypoglycemia, often following prior elevated blood glucose levels associated with treating lows and overcorrecting, as well as inconsistent meal announcements while using the ilet bionic pancreas during routine activities such as coffee consumption and a subsequent bicycle ride without pausing the pump. Symptoms included hypoglycemia. Outcomes included troubleshooting and education, including guidance on hypoglycemia treatment with 15 grams of carbohydrates for 15 minutes, the importance of fingerstick confirmation, and recommendations to avoid announcing a meal when consuming only coffee and to provide meal announcements to enable appropriate dosing. Investigation included review of device-reported data and user history with technical support. Investigation of this case revealed no device alarms or malfunctions, with the pattern consistent with user-related factors such as overcorrection for lows and variable meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use conditions rather than a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.